Event description:
A report was received that a patient's ipg was depleting a charge too quickly. The bsn field clinical engineer confirmed premature battery depletion and recommended a replacement. The patient's physician does not advise surgery for the patient at this time due to a needed recovery period from a previous surgery.